Event description:
Customer reported, the system will not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, disk controller board, cpu battery, and reloaded software. System operates as intended.